Event description:
No further incident information was provided; however, the returned device was evaluated. Please see h6 and h11.

Manufacturer narrative:
Investigation conclusion: the investigation of the returned coil system found the pusher bodycoil stretched, entangled, and broken at the distal section, which is consistent with the condition described in the reported event. The distal portion of the pusher was found stuck within the returned microcatheter. The implant was not returned for evaluation. The physical evaluation of the device could not identify the exact conditions or circumstances that led to the pusher damage, but the damage is consistent with the device experiencing forces that exceeded the pusher's yield and tensile strengths. The returned microcatheter was found to exhibit incomplete flaring, exposed braid, and ptfe delamination, which is consistent with the microcatheter causing or contributing to the coil device advancement issue. Please note the catheter issue found during investigation is being reported under separate MDR report filing; MDR MFR#: 2032493-2025-90365.

Manufacturer narrative:
A search for non-conformance's associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device was returned to the manufacturer for evaluation. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted.

Event description:
It was reported that the hydrosoft 3d coil was inserted into the microcatheter. Although resistance was felt at the hub of the microcatheter, the coil could be inserted into the microcatheter by pushing and pulling the coil several times. The implant was then positioned in the artery and successfully detached. After detachment, the pusher was attempted to be retrieved, but the 3 cm marker did not move, and the pusher was found to be stretched. The entire pusher was attempted to be withdrawn, but the transition zone was missing from the tip of the retrieved pusher. It was determined that the pusher had torn off in the microcatheter. The microcatheter was removed from the patient, and angiography was performed. It was confirmed that no components remained in the patient¿s body. The lumen of the microcatheter was attempted to be flushed, but high resistance was felt. Since the lesion was distal, a different microcatheter was delivered and the treatment changed to liquid embolization. Subsequently, the procedure was successfully completed with no patient health damage.